Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the loading unit was partially fired. The loading unit had damage to the cutting edge of the knife blade noted during microscopic inspection. The loading unit was loaded into a post market vigilance instrument for functional testing. The loading unit was applied to test media with proper transection and staple formation. A review of the device history record could not be performed because the lot number was not received. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
There was no reported condition for this incident. This was an additional device received.